Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin, and displayed a fill estimate of 65 units. Reportedly, the customer experienced an elevated blood glucose (bg) level of 527 mg/dl with large ketones and was vomiting. The customer administered insulin via an insulin pen to address bg level. However, on 9/18/2017, the customer went to the hospital with a bg level of over 600 mg/dl. Reportedly, the contact observed a messaging that said that all deliveries had been stopped and the contact was unaware of the approximate time that the insulin delivery had been suspended. While at the hospital, the customer was treated with nausea medication and intravenous (IV), and the customer was discharged on (B)(6) 2017 with the issue resolved. Reportedly, the customer suffered permanent damage due to this issue; no additional information regarding the permanent damage was provided. Multiple attempts were made by tandem technical support for the customer to upload the pump data logs for review of the reported event.